Event description:
Hcp reported, pt had partial pocket fill with morphine in 2004 and was sedated but recovered. The pt also had hodgkin's lymphoma and subsequently died due to this in 2005. The death was not related to device or drug.